Manufacturer narrative:
The device was returned for analysis. The reported difficulty to remove could not be replicated in a testing environment as it was related to operational context of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely the device interacted with the heavily calcified anatomy during removal causing the reported difficulty to remove. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a lesion located in the circumflex artery that was heavily calcified and non-tortuous. The xience skypoint was advanced to the lesion without issue. When pulling back to position, the stent delivery system became stuck in the calcification. The entire device was removed as a unit with no harm to the patient. The patient will be re-scheduled for alternative treatment. There were no reported adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.